Manufacturer narrative:
B3, event date: date is an approximation as the date could not be confirmed. During the time of this complaint and as part of an investigation into preliminary false reactive results, a field product correction impacting select lots of determine¿ hiv-1/2 ag/ab combo was executed. Abbott confirmed the impacted lots that were identified have a higher occurrence of preliminary false reactive complaints due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ab combo. The issue has been isolated to specific lots of the subcomponent that were used to manufacture the impacted kit lots; however, the kit lot number was not able to be confirmed for this investigation. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted. Complaints against these trend codes will continue to be monitored to identify and track any out of trend / unexpected performance at the lot and product family level.

Event description:
The customer reported receiving false positive results with the determine hiv-1/2 ag/ab combo test on an unknown date. Although requested, the customer did not provide any additional information.

Event description:
The customer reported receiving false positive results with the determine hiv-1/2 ag/ab combo test on an unknown date. Although requested, the customer did not provide any additional information.

Manufacturer narrative:
B3, event date: date is an approximation as the date could not be confirmed. The investigation is ongoing. A supplement report will be sent upon investigation completion.